Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed dehydration and dizziness, followed by syncope. The right ventricular (rv) lead exhibited oversensing, non-capture and a confirmed fracture. The patient was hospitalized, rushed to the catheter laboratory for an emergency temporary pacing lead and later that day the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.